Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced trauma to the implant site. After this event there was an obvious decline in the patient's hearing performance with the device. The device has been explanted and the patient was re-implanted with a cochlear implant.

Manufacturer narrative:
Conclusion: the stimulator housing is shattered into many pieces, which is expected to be the result of a severe mechanical load, e.g. Due to an accident. The stimulator electronics is mechanically damaged to such an extent that excludes electrical measurements. This is a final report.

Event description:
The patient experienced trauma to the implant site. After this event there was an obvious decline in the patient's hearing performance with the device. The patient was re-implanted.